Event description:
It was reported that, "revised due to pain."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.